Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 04/06/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/25/2015 with the following findings:a review of the pump black box data revealed a ¿no cartridge detected¿ warning. A 24 hour duration test could not be completed due to the pump¿s inability to detect a cartridge. The pump case was removed, and the force sensor pins were observed to be cracked.